Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned as per device instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2-3 feet from the surgery field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow up communication livanova learned that the device was cleaned and maintained as per the instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through follow up communication under event reported with manufacturer report number 9611109 -2021-00514, livanova (B)(4) received report that a heater-cooler system 3t possibly resulted to be contaminated previously. Reportedly all records associated to this device had been deleted from laboratory and no information regarding the type of bacterium has been provided. The serial number of device has not been provided to livanova. There is no known patient involvement.